Event description:
Medtronic m5 shavers are incredibly difficult to clean. When asked, the medtronic states that these issues are not seen at other facilities. These shavers are routinely sent out for 3rd party repair as there is no way for sterile processing department to remove all bio burden when following the IFU (instructions for use) of the device. When using a borescope, the issue is noticed. Most facilities do not have a scope and are most likely unaware of the dangers that these shavers pose to patient safety. Bioburden is observed even on shavers loaned directly from medtronic. FDA safety report ID# (B)(4).